Event description:
It was reported that this pacemaker declared a ventricular arrhythmia due to right atrial (ra) lead undersensing. Technical services (ts) was consulted and recommended pacemaker reprogramming. This pacemaker remains in service. No adverse patient effects were reported.